Event description:
Implant did not integrate. One person affected.

Manufacturer narrative:
The pt medical history was received 10/21/96. The info indicates that the probable cause of implant failure is the reported infection, compounded by the pt's smoking.